Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system and endurant cuff were implanted in a patient .  1 year and 7 months later, the patient phoned technical services reporting that they had underwent surgery a couple of months prior. The patient reported that a part of infected mesh was removed but the patient did not know was this part of the medtronic stent graft or from something else.  The patient also disclosed that they had an endoleak after the stent graft implant, which has since subsided.  It was confirmed via the sales rep that the endurant stent graft was implanted to treat an aaa. During the index procedure, there was a type ia endoleak noted and the endurant cuff was implanted as treatment. This resolved the endoleak and follow-up scans performed since have confirmed the type I endoleak was resolved. The patient has also had other procedures done that are not aaa/medtronic related. The procedure the patient reported to technical services is an abdominal hernia repair that had gotten infected. This mesh has been removed since and a colostomy procedure was done. No cause was reported.  No additional clinical sequalae were provided and the patient is fine.